Event description:
The complainant has reported that a female patient (age unk) underwent multiple band ligation for the treatment of a bleeding disorder by use of a speedband multiple band ligator device. It was reported that when the doctor rotated the device handle clockwise, he was unable to deploy any bands from the unit and was therefore unable to ligate the lesion using this device. The physician successfully completed the procedure using an alternate multiple band ligating device without problems. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This device has not been received by the manufacturer; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.